Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the the following investigation results, the reported event was caused by a b1 board failure. The cause of the failure of the b1 board could not be identified. -the b1 board was failed. -other than the reported event, there were no abnormalities inside the device. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device did not start up. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the reported event was caused by a bi board failure. -the liquid crystal display was burned. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.